Event description:
It was reported that the defibrillator machine fails to work. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.